Event description:
Reporter alleged passing out and being taken to the hospital and treated due to the blood glucose monitoring device results being higher than the actual clinical value at the time. Reporter stated in the morning, one device was 212 & 417mg/dl and different device measured 103 & 212mg/dl. Reporter stated the next afternoon one device read 121mg/dl and a different device read 47mg/dl and soon afterwards passed out. Reporter stated paramedics device afterwards was 45mg.dl and then transported her to the hospital where she was treated with a dextrose IV. Reporter indicated using controls but were found to be out of range. Reporter stated the contrl solution as well as her glucose tests may have been undedosed. Reporter also indicated normal medication and food were consumed as normal the day of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.